Event description:
My glucose has been out of control for months. It dropped to 22. It blinded me temporarily and I had to consume glucose. The ups and downs of glucose range from 22-550. Now after using the new infusion sets it is more stable. I have been very sick for months. Dates of use: 2009. Diagnosis or reason for use: type 1 diabetes, insulin resistant. Event abated after use stopped or dose reduced?: yes.